Manufacturer narrative:
No device deficiency reported. Tia or stroke are known potential adverse events of any catheter ablation procedure and the relationship between the reported event and the device or procedure cannot be determined.

Event description:
A pulmonary vein isolation (pvi) procedure to treat atrial fibrillation was performed without reported incident. A few hours after the procedure, while in post-op, the patient experienced numbness in right arm and headache. The symptoms resolved the same day. The care team concluded upon examination a likely transient ischemic attack (tia) or stroke had occurred. It is not known if this likely event was related to the device or the procedure, but a relationship cannot be excluded.